Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency department due to receiving a shock. Ts reviewed the data and noted this ICD exhibited far-field oversensing and intermittent premature ventricular contractions (pvcs). Ts was unable to conclusively determine whether the shock was appropriate. Ts recommended reprogramming options. No additional adverse patient effects were reported. This ICD remains in service.